Event description:
Tuberculin syringes were borrowed from our central supply to carry out ppd orders. The packaging of the tuberculin syringes resembled the insulin syringes that are carried inside the pharmacy. The tuberculin syringes were mislabeled as insulin syringes. The error was recognized and the insulin labels on the tuberculin syringes were removed, however, one tuberculin syringe was missed. The missed tuberculin syringe was packaged with the insulin syringes and verified via (B)(6). The syringes were loaded at our urgent care (B)(6). Information for both syringes below: tuberculin syringe, manufacturer: covidien, brand: monoject syringe size: 1 ml, luer taper: luer-lock with tip insulin syringe, manufacturer: covidien, brand: monoject, syringe size: 1 ml, luer taper: luer-lock with tip cap. The potential error that could've taken place is the use of the incorrect syringe. Tuberculin syringes will no longer be borrowed. For future ppd orders, another brand of the 1-ml luer lok tuberculin syringes will be used. This will assist in preventing the possibility of future errors.(B)(6). Submission ID: (B)(4).